Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the device staple? 2. Was the staple line complete? 3. Were there any staples missing from the staple line? 4. What was the shape of the staples (b-formation, irregular, legs straight)? 5. Were the staples deployed into the tissue? 6. Were the staples seen in the surgical field? 7. Did the device cut? 8. Was the cut line fully circumferential around the target tissue? 9. If the device fully cut, were both tissue donuts present? 10. If the device fully cut, were both donuts complete? 11. How many counter-clockwise revolutions were used to open the device? 12. How was it confirmed that the anvil was free from the tissue prior to removing? 13. After firing was the adjusting knob turned ½ to ¾ revolutions? 14. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection, surgical stapler failed to deliver an adequate staple line, requiring suturing. A stapler failure affecting approximately 25% of the circumference was identified after standard use. No patient consequences were reported.